Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who is questioning a result on the I-stat using ctni cartridge lot s10347c. On (B)(6) 2011, the customer repeated testing for draws 1 and 3 in the lab and obtained results of <0.02 ng/ml. On (B)(6) 2011, the customer repeated testing for draw 2. The tube was spun and the plasma was tested on the same lot of cartridges (ctni lot s10347c) and a result of <0.01 ng/ml was obtained. The physician believes the results of 0.11 ng/ml obtained at 19:19 is a false positive result.

Manufacturer narrative:
(B)(4).